Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two dreamtome rx 44 used in the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, the cut wire "busted" when trying to make a cut. A second dreamtome rx 44 was used; however, the cut wire also "busted." It was reported that both the devices did not bow. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Event description:
Note: this report pertains to one of two dreamtome rx 44 used in the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, the cut wire "busted" when trying to make a cut. A second dreamtome rx 44 was used; however, the cut wire also "busted." It was reported that both the devices did not bow. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke. Additional information received on june 6, 2022 and on june 13, 2022: it was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, the cut wire "busted" when trying to make a cut. It was reported that the device did not bow and there was a break in the cutting wire. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: medical device problem code a0401 captures the reportable event of cutting wire broken. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h2 (additional information): block b5 has been updated based on the additional information received on june 6, 2022 and on june 13, 2022.